Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 305901, batch#: 4129937. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: rcc received a complaint via email. We have had 10 issues with the safety glide 25g x 5/8" needles. Lot number: 4129937. On 10 different patients when we give the shot the needle will come out of the hubb that is supposed to hold it. The needles have been left it patient's legs or have completely fallen out right before we go to use the glide system. We have six boxes with this lot number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.